Event description:
An adverse event occurred while an lma was being used. The case involved a young female in whom an lma was inserted prior to undergoing a CT scan. During the scan the pt regurgitated and aspirated. The pt was admitted to the hosp, and subsequently died 24 hrs later of adult respiratory syndrome (ards). Further investigation of this event is not possible, as the reporting physician was not involved in the event, and could not provide further detail. In addition, the reporting physician would not divulge the attending physician's name or the name of the facility in which the event occurred. Therefore, this file will be considered cloded unless we receive any add'l info. Without furthermore info regarding the case, it is difficult to reach any conclusions. The lma does not, however, protect the airway from the effects of regurgitation and aspiration. The contraindications section of the device labeling clearly states this and specifies conditions when device use is contraindicated. This report contains info from third party sources, the accuracy of which has not been confirmed by the rptr. Neither the submission of this report, not its release by FDA, constitutes an admission that the MFR, distributor, device or reporting party caused or contributed to the reportable event.